Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, , it was reported that the cgm was in the 40s or 50s mg/dl, so the patient went to the emergency room (ER) to get bgm. The bg was 186 mg/dl and he was feeling light headed and disoriented during that time as well. According to the patient, the nurse told him that he was dehydrated so an IV solution was administered on him by the nurse. He did not need to be hospitalized. He felt better after the IV solution was administered and was advised to go home after. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.